Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via (B)(6). The patient's pacemaker (pm) was found to have premature battery depletion. The patient felt weak and lightheaded. No intervention has been performed. The patient was stable throughout.

Manufacturer narrative:
Device was received with normal device characteristics. Analysis of device image indicated normal device operation. Further analysis performed did not find any anomalies, with battery voltage at eri level. The cause of discrepancy in device longevity could not be determined. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.

Event description:
Additional information was received that indicated the patient's pacemaker was explanted and replaced. The patient was asymptomatic and stable throughout procedure.